Event description:
The hamilton microlab at + 2 instrument reportedly aspirated and dispensed sample twice in one row and did not generate an error message. No death or injury resulted from this event.